Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient received vibratory alert. Patient presented in clinic on (B)(6) 2019. Upon interrogation, implantable cardioverter defibrillator exhibited back-up vvi. A device restoration was performed successfully. Patient will continue to be monitored.